Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The device was returned in two (2) pieces as the weld between the strike plate and the body had fractured, causing the strike plate to completely break off. There were additional cracked welds observed along with many impaction marks on the impaction plate from intended use. However, there were also impaction marks in other locations where it is not intended to be struck. It is unknown as to how many surgical procedures (cycles) this device had gone through throughout its life in the field. A process review was completed. The reported event is attributed to a manufacturing non-conformance. No further investigation is required. (B)(4).

Event description:
It was reported during an unknown patient procedure that while trying to extract the impactor plate broke off the broach handle. There was a delay in the procedure, however the duration of that delay is unknown. The procedure was completed with another device and no adverse events were reported as a result of the malfunction.